Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge and infusion set to address the occlusions. Ultimately, the customer reverted to an alternate method of insulin therapy.